Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump continued to infuse despite air getting 3-4 inches past the air-in-line sensor during an outpatient infusion. Natalizumab was programmed to infuse at 155ml/hr, it alarmed patient side occlusion. After restarting the device alarmed again. The devices were recently updated to version 12.3. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a failure to alarm air-in-line was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during laboratory testing. ¿ functional testing was performed on the returned administration set. The set was attached to a lab infusion bag filled with water and all clamps on the administration set were opened. The fluid freely flowed as expected. There were no leaks observed. Closing each of the clamps resulted in a flow stop as expected. No anomalies were observed. ¿ the suspect pump module was tested, and it was found that the module¿s air detection system was operating within specifications. ¿ upon completion of testing, the suspect pump module was disassembled for an internal inspection. No issues or anomalies were found that may have been a contributing factor for the reported issue. ¿ the customer provided an event date of 09aug2024 at 4:58 pm. Based on the review of the concomitant pcu s/n (B)(6) event log, on 09aug2024 at 3:45pm the pump module was programmed with a drug ID 557, a rate of 115 ml/hr and the volume to be infused (vtbi) was set at 115 ml and programming of a delay of 5 min during the infusion. The primary volume infused (pvi) was recorded at the value of 306.57 ml, which was an accumulated total from prior performed infusions. O between the to, the time 3:50 pm to 3:56 pm the pump module alarmed occluded patient side four (4) times, had a new 30 minute delay programmed and the infusion restarted. The total volume infused was recorded at 315.57 ml. O at 4:56 pm the kvo started, and an infusion was programmed with a vtbi of 5ml. Later the pump was paused, and it was powered off. The total volume infused was recorded at 424.346 ml. ¿ the bd alaris user manual (v12.1.3), bd pump module, ensure that the tubing guide arm is not missing and that it opens when the pump module door opens. The tubing guide arm is a small component inside the door that helps guide the tubing into the air-in-line sensor. If the tubing guide arm is missing or broken a nuisance air-in-line alarm can occur. If there is a failure, send the pump module to bd for repair. ¿ ensure that tubing is fully inserted in the air-in-line detector to reduce the potential for nuisance air-in-line alarms (see bd alaris pump module set loading on page 87). Ensure that air is expelled from line prior to beginning infusion (unexpelled air-in-line could have serious consequences). Do not wipe the air-in-line sensor with any cleaning product. Cleaning products can damage the sensor and lead to patient harm. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of a failure to alarm air-in-line was not able to be identified during the investigation. Note that imdrf annex a1801, c23, d11 and g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pump continued to infuse despite air getting 3-4 inches past the air-in-line sensor during an outpatient infusion. Natalizumab was programmed to infuse at 155ml/hr, it alarmed patient side occlusion. After restarting the device alarmed again. The devices were recently updated to version 12.3. There was patient involvement but no harm.